Manufacturer narrative:
Per updated information received, the leak rate and mode of ventilation information was captured incorrectly. (There was no leak and mechanical ventilation was available.) Thus, this case has been reassessed as not reportable.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the system and confirmed the reported issue. The bellows housing was replaced to resolve the reported issue.

Event description:
During ge fe checkout, it was noted that unit failed with high amount of gas leakage from bellow housing. The mechanical ventilation is not available. There was no reported patient involvement.